Manufacturer narrative:
Investigation outcome: it was reported the ventilator switched from non-invasive to simv during patient ventilation; and "clinical staff changed it back to non-invasive vent mode, and then the ventilator changed back to invasive vent mode again". As a result, a "a new ventilator was used". The various mode switches were noted in the event log. The switch from non-invasive to simv only happened once per the event log; however, the other mode switches occurred between niv and pcv+; it is note of that this switch happened every time to accommodate apnea ventilation. This continued until ventilation stop on 17:00:45. The following alarms were also noted repeatedly: 'low minute volume', 'high minute volume', 'inspiratory volume limitation', 'disconnection on patient side', 'high frequency', 'vt low', 'vt high', and 'maximum leak compensation'. The customer did not record the breathing circuit nor attachments used, and "were not kept after the incident occurred". No health consequences or impact occurred. Per report, the device passed all service software tests including the proximal rinse flow test which have passed. The issue was not duplicated. No parts were replaced. Based on the given information, the root cause could not be detected. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "incident reported to occur on (B)(6) 2025 at 14:00. There was no harm to the patient as patient was alert, and the patient told clinical staff that they felt something changed with ventilation, which is what brought the problem to clinical staff's attention. Clinical staff said that the ventilator was on non-invasive vent mode and automatically changed to simv (invasive vent mode), this is when the patient noticed the change. Clinical staff changed it back to non-invasive vent mode, and then the ventilator changed back to invasive vent mode again. After this, a new ventilator was used." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.